Event description:
It was reported that air was observed in the patient line during the initial drain on the home choice (hc). The drain volume (dv) equaled -16ml. The home patient (hp) stated they did not check to make sure the line was primed before they had connected. The technical service representative (tsr) advised the hp to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.